Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-8934bck 3.0mm knotless suturetak experienced an issue during a surgical procedure. The surgeon used a 2.4mm step drill to prepare the olecranon for anchor insertion and cycled the drill 2¿3 times. While inserting the anchor, the junction between the corkscrew body of the anchor and the portion engaged with the inserter snapped. The anchor did not break off inside the patient, and the surgeon was able to use another suturetak to complete the case. Prior to inserting the replacement anchor, the site was re-drilled with the 2.4mm step drill. This was discovered during an elbow epicondylitis repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 11/18/2025: the case was completed using a replacement ar-8934bck 3.0mm knotless suturetak. There were no case delay and no additional anesthesia administered.

Manufacturer narrative:
Additional information: the failed device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded the most likely cause. The most likely cause of the reported failure was misaligned insertion and/or prying or levering the device during insertion, which resulted in damage to the device. Dfu-0054-eo at revision 7, bio-fastak, fastak¿, suturetak®, and fibertak® suture anchors. G. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. The complaint allegation was not confirmed. No evidence of that failure was received.